Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited ec 45169. No adverse effects reported.

Manufacturer narrative:
Other, other text: b5: additional information received and attached from customer via email dated 30-sep-2021: the event occurred during testing. There was no patient involvement. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Error code 45169 was displayed at startup, the main board was inoperable and it was replaced for the repair. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.